Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device not yet returned.

Event description:
It was reported that during a reverse total shoulder arthroplasty, while reducing the shoulder during trialing, the plastic stem fractured off. The fractured piece was removed and discarded. It was reported the trial fractured because it was too tight in the patient's joint. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of device returned. Visual inspection of the device showed the post on the trial tray was fractured off. The fractured post was not returned for evaluation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.